Manufacturer narrative:
The device had the cannula assembly fully deployed. The alarm generated is a safety feature alerting the user that the device has reached its 80 hour use limit. Investigation results did not observe any issues that would result in a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient was in the ER (emergency room) for high blood sugars. She took the pod off in the ER and had not been admitted. The patient's bg (blood glucose) levels reached 400 mg/dl. The patient was treated with a bag of fluids with ems (emergency medical services), a bag of fluids with ER, and anti-nausea medication. Patient recently had heart surgery. There were no specific details regarding diagnosis due to patient still being in the evaluation portion of the admission to the ER, no tests had come back yet, and doctor had not provided any specific diagnosis. In addition to having her high bg, the patient also reported that she was having some back and belly pain as well as a crohn's flare-up. Patient was unable to provide the bolus amounts, but stated that she did bolus twice during this period of high bg. The patient's blood glucose history is as follows: (B)(6).